Event description:
It was reported that this pacemaker had reverted to safety mode. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Information was subsequently received that this device was explanted and successfully replaced. This device has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.